Event description:
On 10 june 1998, a pt rec'd a skin test in the right forearm with negative results. On 8 july 1998, the pt was treated with two formulations of product in the nasolabial folds and the vertical fine lines above the upper lip. On approximately 22 july 1998, the pt began to notice continuous pinkness, swelling and hardness at the uppr vertical lip line treated sites. On 24 july 1998, the pt was examined by the physician who noted pinkness, moderate swelling, induration and painfulness to touch at the upper vertical lip line treated sites. No symptoms were observed at the nasolabial fold treated sites. On 12 august 1998, the pt was examined again and the physician noted increased swelling, as well as pain and tingling at upper right lip treated site. The pt noted that the symptoms worsened when dairy products were consumed, but not beef. In that the pt has a history of oral herpes, the physician prescribed valtrex on 12 august 1998; however, no herpetic outbreak was observed. The physician diagnosed hypersensitivity related to the product.